Event description:
Blood glucose device generated readings which are outside the reading range of the meter. It was reported the meter read above 600 mg/dl 2 times a couple of months ago. Reporter stated experiencing high blood symptoms at the time, however, did not receive expected reading of "hi"; however, the meter displayed the numeric value instead. Reportedly no actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.